Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient¿s ipg was not communicating with external devices. It is unknown when the patient last charged or last had stimulation. As a result, the field representative will meet with the patient to troubleshoot the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since it is unknown if the patient charged ipg according to directions. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019. Therapy was restored post-op.